Manufacturer narrative:
The customer decided not to proceed with repair, therefore the unit was not repaired. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040 this resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 2 out of 15.

Event description:
One channel on the unit does not cool effectively (i.e., the cooling is very slow).